Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon couldn't be inflated due to a cracked air nozzle. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reflux valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked reflux valve. These findings have been attributed to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.